Event description:
As reported, during hiatal hernia repair procedure the patient was implanted with phasix st mesh and about 13 months of post implant the patient diagnosed with mesh migration and distal esophagus obstruction.

Manufacturer narrative:
As reported, there was migration of the mesh and obstruction 13 months post-implant of phasix st mesh. No additional information has been provided. Based on the information reported, no conclusions can be made as to the degree to which the device may have caused or contributed to any patient outcome or complications. The adverse reactions section of the instructions-for-use supplied with the device lists migration as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, there was migration of the mesh and obstruction 13 months post-implant of phasix st mesh. No additional information has been provided. Based on the information reported, no conclusions can be made as to the degree to which the device may have caused or contributed to any patient outcome or complications. The adverse reactions section of the instructions-for-use supplied with the device lists migration as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental MDR is submitted to correct the UDI number and update initial reporter e-mail. Updated fields: b4, e1 (initial reporter e-mail), g3, g6, h2, h10, h11. Corrected field: d4 (UDI) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during hiatal hernia repair procedure the patient was implanted with phasix st mesh and about 13 months of post implant the patient diagnosed with mesh migration and distal esophagus obstruction.